Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding their implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor. It was reported that the patient noticed some leakage of the bowel and some urine too. They checked their settings and saw por message. No trauma or falls were reported. They reported a recent chest MRI. The patient was redirected to their hcp to coordinate with a rep in order to clear por. No further device issue alleged / identified. No further patient symptoms or complications were reported.